Manufacturer narrative:
Dental office did not provide further details on patient. (B)(4).

Event description:
*A recall for this issue was initiated on (B)(6) 2015. The machine was being lowered for the appropriate height fell and struck a patient during positioning.